Event description:
Pt came to e.r. With low battery alarm. During battery change she received loud constant alarm. Device interrogation revealed pump was off <1min, and low flow events. Replaced failed controller with back up controller, and a new controller was provided.